Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a nurse noticed an eyelash inside the sterile packet that was still sealed. No patient consequences.

Event description:
N/a.

Manufacturer narrative:
Product ID corrected. Additional information received: the even did not led to surgical delay.

Manufacturer narrative:
The isocool disposable forceps was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the isocool unit was inspected and it was noted that there was a hair present on the forceps tips in the package. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, the hair was noted inside the forceps package. The likely root cause would be operator error, a failure to inspect the packaging for particulate. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.